Event description:
Report addendum: this addendum serves to update the medical assessment dated (B)(6) 2025, based on additional clinical information received from dr. (B)(6) via email on (B)(6) 2025. Dr. (B)(6) provided responses to questions previously sent in multiple email communications. Clinical summary: dr. (B)(6) reported that the patient, identified as (B)(6) (dob: (B)(6) 1958), is a 66 yr-old-male who underwent a posterior cervical fusion and anterior cervical surgery on (B)(6) 2025. This procedure was a revision and extension of prior posterior cervical spine surgery. Details regarding the specific implants used during the surgery were deferred to his sales representative (B)(6). No additional medical history, current medications or known drug allergies were provided. Approximately one month postoperatively, the patient developed a surgical wound infection, necessitating operative washout and revision wound closure on (B)(6) 2025. Dr. (B)(6) reported extensive fascial dehiscence and a large purulent collection at the site where puraply sx had been applied. The product was removed during the revision procedure. The patient required hospitalization, IV antibiotics, additional surgical intervention, and placement of a wound vac device. Wound cultures were positive for staphylococcus species. Dr. (B)(6) reported he could not tell if the event was related to the product used. Although he offered to provide additional information via phone call, multiple attempts to schedule a discussion were unsuccessful, and no further communication was received. Impact to medical assessment: the newly obtained information does not change the conclusions of the original medical assessment. The event remains categorized as moderate in severity, based on the need for medical and surgical interventions, including product removal, IV antibiotics, and hospitalization. The surgical wound ultimately healed, and the patient recovered without ongoing clinical complications. There was no permanent impairment of a body structure or function. While dr. (B)(6) was unable to determine relatedness of the event to the product, the assessment remains possibly related to puraply sx, due to the fluid accumulation observed at the site of product application. However, the inability to obtain additional clinical insights or a definitive medical opinion from dr. (B)(6) limits further evaluation. As such, causality cannot be definitively established at this time. If additional information becomes available, this assessment will be re-evaluated and updated as necessary.

Event description:
Event description: puraply sx 6x9cm utilized in pcf. 28-days post-op, patient had fluid buildup around ppsx and was brought back to the operating room. Xenograft removed report summary: this report is based on limited information and documentation available at the time of submission. (B)(4), associate product manager for organogenesis, was notified of a complaint involving the use of puraply sx in a spinal procedure, as reported by (B)(6) (avp, west) and (B)(6) (ceo), both of (B)(6). The complaint was not initiated at the request of the physician. (B)(4) was informed the patients involved were noted to have pre-existing risk factors for postoperative complications such as drainage or fluid accumulation. According to the information provided to (B)(4), the patient has since recovered without ongoing clinical concerns. In this reported complaint, dr. (B)(6), a neurosurgeon based in (B)(6), utilized a 6 x 9 cm puraply sx in a posterior cervical fusion procedure (date of surgery unknown). On postoperative day 28, fluid accumulation was observed at the site of the puraply sx application and required a return to the operating room. Puraply sx was removed. No additional clinical details regarding the event were provided or available at this time. According to (B)(6), the patient has recovered and is doing well. Dr. (B)(6) expressed interest in speaking to an organogenesis medical contact; however, despite multiple outreach efforts- including attempts through (B)(4), the sub-distributor- organogenesis was unable to establish contact. Refer to associated contact reports for full documentation of communication attempts. We are treating this report as an adverse event. Medical assessment: this event is moderate in severity due to the requirement for surgical intervention (washout) and removal of puraply sx. Based on the limited information available, the event is possibly related to puraply sx, given the reported fluid accumulation at the site of product application and subsequent removal of puraply sx. However, due to the lack of detailed clinical data and surgeon commentary, the causality cannot be definitively established. If additional information becomes available, this assessment will be re-evaluated and updated as necessary. Conclusion: opinion of the treating clinician severity: unknown relatedness: unknown expectedness: unknown. Medical assessment of the oi medical assessor severity: moderate relatedness: possibly related. Expectedness: not expected.